Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, one hour after beginning dialysis therapy using a polyflux 210h dialyzer, the patient presented hypotension and systolic blood pressure 100 and the minimal ultrafiltration was programmed, serum and antiemetic were administered, (ECG) electrocardiogram without changes, the patient became stable and the therapy continued until the end (2 hours of dialysis). No additional information available.